Event description:
A five yr old heating pad malfunctioned during use for reason(s) unknown. The heating pad was being used by a 23-yr-old college student at the time of the incident. She was lying on the pad when it got very hot. It caused a small burn to her right shoulder blade. She was treated at a school clinic as part of a prescheduled physical. She did not seek immediate medical treatment, because she had a physical exam scheduled for 12/13/93. The dr who examined her shoulder, informed her that it was a minor burn, and that she needed some ointment for it. Victim reported that the area where the burn occurred is slightly discolored, but does not physically bother her. Victim reported that she received the heating pad from her mother as a gift some 5 yrs ago.